Event description:
It was reported that pump experienced malfunction and displayed malfunction code that was resettable, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Caller reset pump with guidance from technical support, malfunction did not recur after reset, caller declined resuming deliveries while on phone, and was advised to continue using pump and to call back if malfunction returned, which caller acknowledged and understood.